Manufacturer narrative:
Follow up #1 (05/20/2013)-device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2013 when she tested on the subject meter and observed a value of "119mg/dl" as compared to another meter (freestyle lite) which gave a reading of "83mg/dl" within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. The patient states her normal range is less than "100mg/dl" in the mornings. The patient informed the mss that on (B)(6) 2013, the patient reportedly tested on the subject meter at approximately 8:00am and observed a value of "250mg/dl" which she felt was higher than usual. The patient tests 2x per day and manages her diabetes with actos pill 1x per day and 38u of lantus insulin in the mornings. She stated that she administered an additional 5 units of lantus insulin in response to the alleged high result and then ate her breakfast. Approximately 2-2.5 hours later, she claimed she was experiencing symptoms of "weakness, legs couldn't support her and shaking." She immediately self treated with an unknown type of food and felt better immediately afterwards. No other device was used for testing at the time. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Her testing technique was incorrect in that she was not washing her hands prior to testing. Replacement products have been sent to the patient. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The test strips were also returned but investigation is not yet begun. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.